Event description:
Information was received from a patient representative via a patient receiving intrathecal dilaudid (hydromorphone) at unknown conce ntration/dose via an implantable pump for non-malignant pain. It was reported that for over a year the patient had been having trouble with the pump and they would be getting a second opinion on tuesday and were wondering how to get a company representative to the appointment. The patient was not getting any pain relief which started early 2023 and at first no one believed the patient. On (B)(6), 2023 the patient had a computed tomography (CT) scan done for a different reason and they found puddles in the body cavity around the catheter and in march 2024, they tried to do a dye study but could not get anything in or out of the side port.

Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 23-oct-2015, UDI#:(B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.